Event description:
It was reported that the patient right atrial lead was exhibiting noise. No interventions have been taken. The patient condition was unavailable. Further information was requested but not received.